Manufacturer narrative:
(B)(6) 2018 - device explanted (B)(6) 2018. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. The final acceptance test proved the device functions to be as specified. The device interrogation revealed the battery status eri. The memory content of the device was evaluated. The current consumption was normal. The amount of charge taken from the battery was verified. The battery condition was found to be as expected after an implantation duration of 91 months. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Event description:
Ous MDR - during a regular follow up on (B)(6) 2018, the pacemaker was found with status eos.